Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the material analysis, it was noted the component showed evidence of wear and subluxation of the joint.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.